Event description:
It was reported that the customer's reservoir had occlusions in the form of air bubbles. The customer's blood glucose level was 270 mg/dl. Standard troubleshooting was performed. The customer had been completing the rewind sequence with the reservoir in place which can cause air bubbles. Troubleshooting was unable to be completed due to a faulty insulin pump. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
See medwatch 2032227-2014-44337 for additional information about the insulin pump. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).